Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Customer reported that iris contact was observed one day after the procedure; the shunt has been remained in the eye. No data regarding products identity was indicated for the neither events nor samples was returned, therefore, the condition of the products could not be determined. Because no lot/s or serial numbers were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Because a sample was not returned and no data regarding product identity, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, the device touched to the iris. The device remains implanted. Additional information was received stating suture lysis following the implant.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, the device touched to the iris. The device remains implanted. Additional information was received stating suture lysis following the implant. Smdr #1: additional information was received reporting the patient experienced increased intraocular pressure (iop). The patient was given medications.